Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a failed etc02 board. There was no information on patient involvement. Additional information received: the customer is wanting to know is if using ventflo tubing could have potentially caused board failures.

Manufacturer narrative:
Correction: describe event or problem. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had failed etco2 board was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a failed etc02 board. There was no information on patient involvement. Additional information received: the customer is wanting to know is if using ventflo tubing could have potentially caused board failures. Customer is now using the correct tubing now. Although requested no further information was provided by the customer, no devices will be returned.